Event description:
A malfunction alarm was reported due to malfunction code 12, but there were no notable events prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted in resetting the pump. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump while monitoring for any recurring issues.